Manufacturer narrative:
The customer had no further issues after the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer (fse) replaced the mixer paddle rotation motor and belt, replaced pinch valve tubing due to a tear found at the tip and cleaned the sipper line. The fse ran controls and confirmed the instrument was operating properly. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii, elecsys estradiol iii, and elecsys total psa results for three patient samples with a cobas e411 immunoassay analyzer. Sample 1: the ft3 result from the e411 was >32.55 pg/ml. The result from the e601 was 5.45 pg/ml. The customer reported the result from the e601 due to it matching previous results. Sample 2: the estradiol result from the e411 was >3000 pg/ml. The result from the e601 was 2090 pg/ml. The customer consulted the physician about the results and reported the e601 result. Sample 3: the total psa result from the e411 was 0.01 ng/ml. The result from the e601 was 1.0 ng/ml. It is unknown which result was reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but not provided.